Event description:
It was reported to boson scientific corporation that a wallflex biliary rx uncovered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant approximately 70% of the stent was deployed. Repositioning was required however, it was not possible to recapture the stent. The partially deployed stent and delivery device were successfully removed. The procedure was completed with another wallflex biliary rx uncovered stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
(B)(4) (failure to resheath, partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).